Event description:
The paramedic contacted lifescan on behalf of the ambulatory service to report that the one touch ultra meter was reading inaccurately high. The medical affairs specialist spoke with the paramedic to obtain additional info. A pt was picked up due to an undisclosed health condition. A result of 109 mg/dl was obtained on the reported meter. The pt was not diaphoretic and only reacted to painful stimuli. The pt had a history of diabetes; however, the paramedic did not have any specific details leading up to incident. The pt was not administered any treatment for their blood glucose levels, as the ambulance meter prompted a relatively normal blood glucose result. The pt was transported to the hospital and within 15 minutes of the reported meter reading, a result of 27 mg/dl was obtained on the ER meter. The pt was described as having breathing difficulties. The paramedic did not have info regarding the pt's diagnosis. The pt is currently in the hospital receiving treatment to regulate their blood glucose levels. There is no indication that the pt experienced injury and medical intervention due to the meter. The pt was already unresponsive at the time of testing. The meter prompted a relatively normal result, while the pt was unresponsive. The meter, test strips, and control solution were replaced.